Event description:
Lead explanted due to low impedance (176 ohms) and intermittent loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Hospital facility reported additional complaints of high bipolar threshold and noise documented on the rv lead which led to the replacement decision. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Hospital facility reported additional complaints of high bipolar threshold and noise documented on the rv lead which led to the replacement decision. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found abraded through 50 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Furthermore, the inner coil was found deformed next to the is-1 connector pin, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.